Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned to isi for failure analysis evaluation as of the date of this report; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted sigmoid colectomy procedure, the endowrist one vessel sealer instrument intermittently sealed the patient's tissue. There was no report of any patient harm or adverse outcome. However, it is unknown what caused the vessel sealing issue experienced by the surgeon. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the reported event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the endowrist one vessel sealer instrument did not seal adequately. The customer noted that the indicators and tones occurred when the instrument was activated for sealing; however, the seal to the patient's tissue did not appear to be complete. On 01/25/2017 additional information regarding the reported event was provided by the intuitive surgical, inc. (Isi) clinical sales representative (csr) who was present during the surgical procedure. According to the csr, the endowrist one vessel sealer instrument sealed the patient's tissue intermittently. The surgeon was using the instrument to seal mesentery tissue, tissue bundles and an unspecified vessel when the reported sealing issues occurred. According to the csr, some surgical areas were a little wetter; however, the surgeon suctioned these areas to remove the excess fluid. The mesentery tissue and other tissue bundles were not greater than 7mm. In an effort to trouble shoot the intermittent sealing issues, the site remove the instrument and cleaned the instrument's jaws; however, the issue persisted. Due to the intermittent sealing issue, the surgeon had to seal the patient's tissue multiple times to obtain an adequate seal. According to the csr, the patient's pre-diagnosis was diverticulitis and the patient had some inflammation; however, the affected areas in which the surgeon was working were not affected by the patient's pre-existing conditions. The sealing tone cycle was not greater than 30 seconds and appeared to be normal and the end of the sealing cycle tones were normal as well. The csr indicated that during those instances where it was observed that the patient's tissue was not sealed, she observed some bubbling during the sealing cycle. The instrument had been in use for approximately 1.5 hours when the sealing issues were noted. The csr indicated that the site checked the instrument and erbe generator connections and found no issues. There was no patient harm, adverse outcome or injury due to the intermittent sealing issue. The planned surgical procedure was completed with the affected instrument. The isi field service engineer (fse) was dispatched to the facility. The fse investigation found no issues with the da vinci surgical system that would have caused or contributed to the reported vessel sealing issue experienced by the site.